Event description:
It was reported that a revision surgery was performed. The surgeon decided it is not the product failure but it was the technical error (the cup position was not good).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).